Event description:
Thirty samples from this lot were pull tested in-process and all values were above the minimum 4 lbs spec. Ten retain samples from the same mfg lot were returned and tensile showed that each sample pull tested the post sterile spec of 3 lbs. A visual inspection of the returned sample showed that there was no evidence of the black tip material within the shaft section of the returned sample, as would be expected for an adequate weld. The tip section of complaint sample was not returned. So, it is impossible to determine degree of elongation. Possible causes that could have contributed to this condition are as follows: improper weld time; improper positioning within the welding coil; improper length of soft tip material causing improper positioning within the welding coil; too much time lapsed between the catheter coming out of the welder and being placed within the rollers. Mfg operators have been informed of this complaint. Since the MFR of this lot, retaining had taken place on mf170 stressing the importance of placement of catheter within the welder and also the measurement of the soft tip material as this is imperative to the positioning within the welder. Tooling drawing t-0089 of the welding template had been updated to include not only the "overlap" specs for the 2 tubing components during welding, reference but also a template to place loaded catheter on just prior to welding the soft tip. This template will ensure that the length tolerances are all within specs just prior to the welding process and will assure proper location of tubing joint within weld coil. All operators were also retained on importance of weld time and length of time between coil and rollers. It is unknown whether the weld on the complaint sample was below the post sterile spec of 3 lbs. This defect will be monitored for trends. No further corrective action at this time.(*)